Event description:
As it was reported, "tip of inserter broke off into the screw during hardware removal."

Manufacturer narrative:
Method: visual inspection, device history review, complaint history and risk assessment analysis. Results: visual inspection: the returned instrument was visually inspected and the distal threaded tip was confirmed to be broken. The broken fragment was not returned. Device history review: the DHR from batch 109528 was reviewed but no relevant deviations were reported. Dimensional verifications were performed on the distal tip threads and diameters of 8 draw rods of batch 109528. (B)(4). Risk analysis: there were no adverse consequences to the patient or significant delays in surgery as a result of the reported event. The severity thresholds have not been breached. The reflex-hybrid revision driver draw rod tip is now made from biocompatible material to mitigate the risk of it remaining in a potential patient. Conclusion: the returned instrument was visually inspected and the distal threaded tip was confirmed to be broken. No anomalies that could be associated with the breakage were reported during the manufacturing of batch 109528. The instrument failure is believed to be the result of user-error. The surgical technique states that "while the revision driver is attached to the screw, pivoting or angulation of the instrument must be avoided as this can cause bending or breaking of the inner shaft ". The surgical technique also states that "the revision driver must be axially aligned with the screw trajectory and fully seated in the screw head before inserting or tightening the inner shaft ". Excessive tightening could also result in the deformation of the instrument distal tip. It has been acknowledged that breakages of the instrument distal tip will occur due to the nature of revision surgery as well as the small draw rod diameter required to interface with a screw in the cervical spine. The reflex-hybrid revision driver draw rod tip is now made from biocompatible material to mitigate the risk of it remaining in a potential patient. The rate of failure and related severities are within thresholds levels.

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following an engineering evaluation.

Event description:
As it was reported, "tip of inserter broke off into the screw during hardware remoaval"